Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level was 496 mg/dl. Customer treated their high blood glucose via insulin pump. Customer performed and passed the high pressure test. Customer advised they changed out their complete set and realized they had a bent cannula. Customer was advised to change out the infusion set and call back if issues persist.